Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has auto immune disease that affects her skin and when anything touches her skin it causes an irritation. Patient was experiencing irritation and itching under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was given cerave and told to take benadryl by a physician. Follow up indicated that the irritation has improved.